Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information ¿b5¿ h3, h6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and t2 were attached to the device. T1 was not present. T2 was near the top of the deployment channel. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip moved, however it would not move to the top of the channel. It would stop short just behind t2s location. An analysis of the enclosed image shows a fast fix device. The suture is visible. T1 is not present. T2 is in near the top of the deployment channel. The complaint was confirmed and the root cause has been associated with a mechanical problem. Factors, which could have contributed to the complaint event, include a failure of the internal compression spring. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair using the fast-fix 360, t2 could not be deployed. T1 was left secured in patient. The procedure was completed using a back-up device without significant delay. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair using the fast-fix 360, t2 could not be deployed. The procedure was completed using a back-up device. It is unknown if there was a delay. No patient injury or other complications were reported.